Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the ivc territory business manager is stating that the tilt/recline works intermittently through the four-way switch box and the joystick. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.